Event description:
A malfunction on the pump was reported without any preceding notable events. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact. Technical support assisted the customer in resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to report if the issue recurs.